Event description:
Wife of consumer reported that he used patch on his upper back for 6 hours. When product was removed, area was extremely red. Took several days to heal. (B) (4).

Event description:
The customer received the customer letter for the cell-dyn diluent syringe, completed the customer reply form, and received and installed the replacement diluent syringe approximately one month ago. The syringe began leaking near the top of the luer lock area. The customer had installed the incorrect replacement syringe. The correct syringe was shipped to the customer and installed, resolving the issue. No impact to patient management was reported.

Event description:
Reportedly, the device was explanted at implant due to regurgitation. Per the customer experience report "toe showed on weaning from cp moderate/severe mr with immobile valve leaflet. Valve was explanted, two adjacent leaflets were deformed." Additional information provided: edwards device was replaced by st. Jude medical device. Patient status indicated as deceased. No other information was provided.

Manufacturer narrative:
Device evaluation: suture track was detected at the free margin of leaflet 2. Indentations in the free margins of leaflets 2 and 3 at commissure 3 are typical to those made by a suture loop. A suture most likely looped over commissure 3. No inconsistencies detected or in the x-ray.

Manufacturer narrative:
Requested additional information - operative report, echo, patient history and patient medications. All were indicated as available per the cer. Pt also had an aortic tissue valve implanted in the same procedure (manufacturer and model were not identified). Patient status on the cer was marked expired; however, no date of death provided (indicated as unknown). The drh review has been started. This was determined to be reportable per edwards lifesciences procedures. The device is being returned for evaluation. Device not received by manufacturer for evaluation.

Manufacturer narrative:
On 10/18/2009, the device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections with no nonconformances. Customer letter was sent with evaluation results.